Manufacturer narrative:
Correction: the previous mdrs submitted on january 10, 2020 and may 20, 2022 were filed inadvertently. No extrusion or explantation has occurred. Per the clinic, the patient underwent a revision surgery on april 28, 2022, to replace the internal magnet. The implanted device remains. This report is submitted on june 22, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 20, 2022.

Manufacturer narrative:
Per the clinic, it was reported that the internal magnet has extruded through the skinflap. Revision surgery is planned; however, it is unknown if it has occurred, as of the date of this report. This report is submitted january 10, 2020.

Manufacturer narrative:
This report is submitted on october 15, 2019.

Event description:
Per the clinic the patient experienced a dislodged magnet (date not reported) following an MRI (tesla unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.